Event description:
A patient reported a different stimulation sensation during a routine follow-up. An x-ray was performed and showed that the lead was dislocated. On (B)(6) 2022, the lead was repositioned. It was noted that it appeared that the anchor had failed and was replaced.